Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a coil embolization procedure, the physician accidentally pinched the lantern delivery microcatheter (lantern) causing it to become kinked prior to placing it into the sheath. The damage to the lantern occurred prior to use in the patient; therefore, the lantern was not used in the procedure. The procedure was successfully completed using a new lantern.